Manufacturer narrative:
The information provided indicates that this sample was discarded. Medtronic is following up for additional information surrounding this event.

Event description:
Medtronic received a report that the cuff failed. This reportedly caused air to go backwards into the ventilator and the pilot balloon to inflate while the cuff was losing volume. This allegedly required the patient to be recannulated. There was no additional incident to the patient reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.